Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez3335 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter introducer tip bent and tore at the sheath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged tip on the microintroducer sheath was confirmed but the cause is unknown. The implicated and returned product was a 5fr microintroducer/dilator/sheath. The shaft of the dilator was slightly bowed. Residual material was seen between the outer wall of the dilator shaft and the inner wall of the sheath, indicating that the device had been used. The distal end of the sheath appeared damaged. Microscopic examination revealed that the material at the distal end of the sheath was jagged and flared outward, away from the dilator shaft. Where the tip was undamaged, the sheath appeared to be appropriately tapered down to the dilator. The exact root cause of the damage to the distal end of the sheath could not be determined from evaluation of the sample. Possible contributing factors could include insertion technique, a poor transition of the introducer sheath to the dilator, or damage to the sheath prior to use. The IFU states, ¿using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator.¿

Event description:
It was reported that catheter introducer tip bent and tore at the sheath. No other information was provided.